Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had problems with his sensor yesterday and decided to put in a new one. Customer inserted the sensor this morning and had not eaten anything. Customer's sensor glucose value was 60 and his blood glucose reading was 83 mg/dl. Customer stated that it put him in threshold suspend. Customer stated that the pump was alarming even though he was not low. Customer has had this issue with 2 different sensors. Troubleshooting was performed and customer was advised to remove and replace the sensor. Customer was advised to return the sensor for analysis. Customer mentioned that he had experienced pistoning with the previous sensor. Customer was advised that the sensor is responding to his blood glucose and is working fine.